Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Missing UDI. A medtronic representative went to the site to test the equipment. Testing revealed that after replacing the cable the system functioned as intended. The system then passed the system checkout and was found to be fully functional. The cable was returned to the manufacturer for analysis. Analysis found that one side wall of the returned connector has broken out with bent or broken leads inside the connector. Analysis found that the reported event was related to an electrical issue. Missing device manufacture date. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside a procedure. It was reported that the site was unable to push imaged from electronic picture archiving and communication systems (pacs) to the navigation device. The manufacturer representative (mr) tested the network cable on a different navigation device and it worked fine. The mr checked the network configuration on the navigation device and confirmed it was correct. The mr then bypassed the bulkhead and the issue resolved. There was no patient present when this issue was identified.